Manufacturer narrative:
Concomitant product: d154awg ICD, implanted: (B)(6) 2009.

Event description:
It was reported that the patient came to the ER (emergency room) with the device alerting. It was found the right ventricular (rv) lead exhibited high defibrillation and pacing impedances, noise of 3884 short v-v (ventricle - ventricle) intervals, and there was a confirmed fracture. The patient¿s device was turned off and a lifevest applied. The patient has been in an inpatient since last week and the case has been postponed due to the patient¿s thrombocytopenia. The lead was finally explanted and replaced. Additionally, it was reported that during the current rv lead revision procedure the old capped rv lead was also extracted as the physician wanted to make room for the new rv lead. It was noted that this old rv lead had been capped and replaced due to a confirmed lead fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.